Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient would have to frequently charge the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was not returned.